Event description:
This is filed to report the mitraclip detaching from the posterior leaflet requiring intervention. It was reported a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. An nt clip was implanted successfully, but after deployment it detached from the posterior leaflet in a single leaflet device attachment (slda) event. An additional xt clip was implanted to stabilize the slda, reducing the mr to grade 2. According to the physician the slda was due to the patient's anatomy. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.